Manufacturer narrative:
H.6. Investigation summary to aid in the investigation of this reported incident, two picture samples and final lot number 0036336 were provided for evaluation by our quality engineer. The picture samples were examined and there were no defects observed. The final lot number was 0036336, as referenced on the outer box, and the sub-assembly lot number, 0034117, was listed on the inner bag. The assembly lot number differs from the final lot number; therefore, the issue of mixed product was not confirmed. As there was no defect identified for the provided incident, further action has not been determined necessary. Since no defect is presented, it has been considered not necessary to perform the DHR review.

Event description:
It was reported that bulk needle ns 30ga 1/2in came with mixed products and lot numbers. This was discovered before use. The following information was provided by the initial reporter: the customer has ordered the a certain reference number with a certain lot number and inside the box there are the bags with another lot number.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(6).

Event description:
It was reported that bulk needle ns 30ga 1/2in came with mixed products and lot numbers. This was discovered before use. The following information was provided by the initial reporter: the customer has ordered the a certain reference number with a certain lot number and inside the box there are the bags with another lot number.